Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the rf preamp was defective and replaced the part; the incomplete differential results and errors issues were resolved. As part of troubleshooting, the fse replaced the vcs card, cables, and flowcell. (B)(4).

Event description:
The customer reported a coulter lh 500 hematology analyzer generated rf voltage errors and incomplete differential results while processing samples. There were no erroneous numeric results generated for patient samples. There were no erroneous results reported out of the laboratory. There was no impact to patient treatment in connection with this event.